Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the heavily calcified popliteal to superficial femoral artery. A 6.0 x 60, 135cm mustang balloon was advanced for dilation. However, during the procedure, it was noted that the balloon became flat loose with a pinhole. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 80-90% stenosed, severely tortuous, and severely calcified.

Manufacturer narrative:
D2b - pro code (product code): fge, lit e1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the heavily calcified popliteal to superficial femoral artery. A 6.0 x 60, 135cm mustang balloon was advanced for dilation. However, during the procedure, it was noted that the balloon became flat loose with a pinhole. The procedure was completed with another of the same device. There were no patient complications as a result of this event.